Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
Following a pre-deployment angiogram, a 6f angio-seal vip was deployed in the right femoral artery. The next day, the patient presented with leg pain and a cold limb. An angiogram was performed and a 100% occlusion was discovered at the deployment site. Angioplasty was performed to resolve the occlusion. It was reported that the physician believed the issue was due to a high stick closure and did not feel that the device had failed.